Manufacturer narrative:
The 5f 4mm x 4mm x 40cm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured within its nominal pressure. Therefore, it was replaced with another non-cordis balloon catheter. There was no reported patient injury. This was a shunt pta case. The product was not returned for analysis. A product history record (phr) review of lot 82206874 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification is known to damage balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f 4mm x 4mm x 40cm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured within its nominal pressure. Therefore, it was replaced with another non-cordis balloon catheter. There was no reported patient injury. This was a shunt pta case. The device will not be returned for evaluation because it was discarded at the hospital.